Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received.